Event description:
Technician alleged the nurse call was not functioning.

Manufacturer narrative:
Technician replace the pcb side communication board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.